Event description:
Initial reporter indicated that their vns patient had high lead impedance on their systems diagnostic test and his device is not stopping his seizures anymore. The patient's seizures are not above their prevns seizure level. No patient trauma or injury was reported that would have contributed to their high lead impedance. No x-rays have been taken. The patient is pending scheduling of surgery for a full revision.

Manufacturer narrative:
Conclusions: device malfunction suspected but did not cause or contribute to a death or serious injury.